Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error displayed before the open book image on the display screen. The customer¿s blood glucose level was 225 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the device history and critical pump error (open book image) alarm during testing due to out of specification force sensor zero offset.